Event description:
Follow up information received identified the patient had the scs ipg replaced with a new one. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was inoperable. Reportedly, the patient had not used his scs system for four years. A company representative met with the patient and confirmed the patient's scs ipg was inoperable as it would not longer communicate with external devices. Surgical intervention may be necessary to replace the patient's scs ipg.